Manufacturer narrative:
Device analysis: the sample was evaluated. No damage was observed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. The expected results of functionality test were met. The event code of slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts event of "slider was stiff and didn't move well" during implantation in left eye. Patient underwent another surgery (trabeculectomy). No eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event of "slider was stiff and didn't move well" during implantation in left eye. Patient underwent another surgery (trabeculectomy). No eye injury noted.